Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer noted leaking from the bottom of the buretrol while infusing renal dose dopamine. The tubing was replaced with primary tubing and the infusion continued. No pt harm or medical intervention was reported. No further pt/event info was provided.